Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation at the ins site. There were no falls or trauma reported but it was noted that the patient was overweight and when they tightened their belt they noticed feeling the stimulation at the ins implant site. The issue had occurred for a ¿couple of weeks now¿ ((B)(6) 2019). The patient was going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.